Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific identification info was not provided, precluding a review of the device history record.

Event description:
Fracture on the anterior and medial aspects of the tibia during tempting. The surgeon supported the procedure with a cancellous screw and then proceeded to cement as normal. This event occurred outside the united states in (B)(6).